Event description:
It was reported that the patient was experiencing inadequate pain relief and overstimulation despite reprogramming. It was noted that the patients leads had high impedances and there was lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 16163804/17459555.